Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked case at the display window corners, cracked reservoir tube lip and minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call led anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.